Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently unavailable. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the lack of trace or rather of peaks close together in the flows and the bellows sticks. There was no reported patient involvement.

Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system and a review of the logs. The cpu battery, absorber, co2 gas module, adu main switch, and cpu board were replaced to resolve the reported issue.